Event description:
It was reported that 14 months post implant of bifurcated device, infrarenal aortic extension, and suprarenal aortic extension; the patient presented with a proximal type I endoleak of the suprarenal aortic extension (reference manufacturer report number 2031527-2012-00138) into the top lobe of a bi-lobe aneurysm. Reportedly, the physician implanted coils into the proximal sac and then placed a second suprarenal aortic extension, which slowed but did not completely resolve the endoleak. A balloon expandable stent was then placed successfully resolving the endoleak. It was reported the patient is doing okay but, flow to the right renal is somewhat compromised.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. However, operative notes, computed tomographic reports, and computed tomographic scans were provided by the hospital, and reviewed by clinical representative. Based on the review of the medical records, it is indicated that there was a slight endoleak which was treated by implanting coils into the proximal sac and then placing a second suprarenal aortic extension, which slowed but did not completely resolve the endoleak. The coil implantation may have displaced the plaque into the renal artery and may have led to compromised flow to the right renal. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.